Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported upon the return of the pump that the device manufacturer representative was unable to get telemetry on the pump and couldn¿t set it to minimum rate as well. Pump logs were also provided however. Per the logs, as of 2014 (B)(6) when the pump was read the stall had not recovered and a ¿stopped pump period may exceed tube set message¿ appeared as of 02:45 on 2014 (B)(6). It was noted on the return paperwork as well that the pump was being returned with no medication within the pump.

Manufacturer narrative:
Analysis of the pump found gear train anomalies of the motor; corrosion and/or wear and/or lubrication as well as a stall due to the gear-pinion. Significant residue in the pinion of gear 2 and the teeth of gear 3 was found.

Event description:
It was reported that a motor stall had occurred at 2:47am with no motor stall recovery recorded. Patient was symptomatic, with increased back/leg pain and sweating. The healthcare provider delivered a bolus and the patient felt better. It was confirmed that no motor stall recovery was noted in the logs. It was noted that the patient felt better, up to 50% better since bolus. Patient had significant relief in the leg and back and was not sweating after. It was unsure if oral medication had been given. Note: the bolus would not deliver if motor stall was still active. The pump system was delivering clonidine and morphine. Additional information received reported that patient was back to flex dosing because they responded to a prescribed bolus on the day of report, even though the pump was showing a motor stall. It was again confirmed that no motor stall recovery was seen in the logs and that the patient continued to hear the pump alarm. It was reported that the motor stall was showing 02:49 and earlier it had shown 02:48. It was reported that there was a critical pump alarm sounding ever ten minutes. It was reported patient had withdrawal, increased pain and diarrhea. Patient had been through withdrawal in the past, so they knew what it felt like. Patient had an MRI in (B)(6) 2013, and the motor stall and recovery for that had been seen in the event logs. Patient had spent three days in the hospital around emi generating equipment because of a family situation. Additional information reported that the stall had not recovered as of 11am on (B)(6) 2013. It was unsure what had caused the stall. Healthcare provider attempted to deliver a bolus using the clinician programmer on (B)(6) 2013; the patient and hcp both felt that the bolus was successful and resulted in pain relief for the patient. Patient had a consult appointment with a neurosurgeon on day of report for pump replacement that had now been scheduled for (B)(6) 2014. Additional information reported that the patient had a pump replacement surgery on (B)(6) 2014. It was reported that on the old pump, patient still had ¿two and a half years of battery life and 12ml of drug in the pump.¿ additional information received reported that it was still unknown what caused the motor stall. It was reported that as far as the manufacture representative knew, the patient was receiving effective therapy on the day of report.